Event description:
A report was received that the patient reported tenderness, warmth, and sensitivity at the pocket site during charging. The physician prescribed the patient lidoderm patches to help with the discomfort.